Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and use of the cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. The peritoneal dialysis registered nurse (pdrn) stated this event is classified as hospital acquired peritonitis with no etiology provided. The culture is growing streptococcus, a normal flora of the mouth and gastrointestinal tract, which suggests a breach in aseptic technique. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
During follow-up for a balloon valve leak, it was reported that this female peritoneal dialysis (pd) patient was hospitalized for atrial fibrillation (a-fib). During the hospitalization, the patient continued pd therapy utilizing the cycler and was diagnosed with peritonitis. Additional information was obtained through the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the emergency room (ER) on (B)(6) 2022 due to cardiac symptoms (unspecified). The patient was not in active treatment at the time of the event. The patient was diagnosed with a-fib and on (B)(6) 2022 was admitted to the hospital to the intensive care unit (ICU). The a-fib was unrelated to pd therapy. The patient continued to complete pd therapy utilizing the liberty select cycler. On (B)(6) 2022, the patient was found to have cloudy pd effluent. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy; however, drug, dose, frequency, and duration is unknown. The pd effluent culture is growing streptococcus (species unknown). The infectious disease control doctor at the hospital wants to remove the patient¿s pd catheter (not a fresenius product). The patient¿s granddaughter is not in agreement. The patient did not experience any signs or symptoms of peritonitis prior to hospitalization. The patient¿s peritonitis event has been classified as hospital acquired peritonitis with no etiology known. The patient remains hospitalized and was moved from the ICU to a regular telemetry floor.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
During follow-up for a balloon valve leak, it was reported that this female peritoneal dialysis (pd) patient was hospitalized for atrial fibrillation (a-fib). During the hospitalization, the patient continued pd therapy utilizing the cycler and was diagnosed with peritonitis. Additional information was obtained through the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the emergency room (ER) on (B)(6) 2022 due to cardiac symptoms (unspecified). The patient was not in active treatment at the time of the event. The patient was diagnosed with a-fib and on (B)(6) 2022 was admitted to the hospital to the intensive care unit (ICU). The a-fib was unrelated to pd therapy. The patient continued to complete pd therapy utilizing the liberty select cycler. On (B)(6) 2022, the patient was found to have cloudy pd effluent. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy; however, drug, dose, frequency, and duration is unknown. The pd effluent culture is growing streptococcus (species unknown). The infectious disease control doctor at the hospital wants to remove the patient¿s pd catheter (not a fresenius product). The patient¿s granddaughter is not in agreement. The patient did not experience any signs or symptoms of peritonitis prior to hospitalization. The patient¿s peritonitis event has been classified as hospital acquired peritonitis with no etiology known. The patient remains hospitalized and was moved from the ICU to a regular telemetry floor. No additional information was provided.